Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0a16h, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was initially reported that the patient was getting more than 50% symptom relief. However, the patient stated that ¿a couple weeks ago¿ she started to have a return of symptoms ¿a little from time to time.¿ the patient asked if she should increase stimulation, but noted that she was getting relief even though she did not feel stimulation. Two weeks later the patient asked ¿if anything could become dislodged.¿ the patient had a loss of therapeutic effect and no stimulation sensation. The patient stated that she did a ¿test¿ this morning. The patient¿s usual setting was 1.8 to 1.9 on program 1 so she increased to 2.2, but did not feel any stimulation. The patient noted that she felt stimulation during the trial and soon after implant. The patient had a loss of bladder control and some ¿incidences over the past couple of weeks.¿ the patient stated that her frequency was ¿not too bad, but she did have some incidences that she did not have at the beginning.¿ the patient had begun to wonder if the device was working. The patient noted that there was no known accident or incident related to the event. However, the patient mentioned that she went to the gym and realized there were certain exercises to avoid, such as twisting. The patient explained that she left the hospital with the amplitude at 1.8. A week after that, the patient increased to 1.9 and felt the stimulation. The patient did not feel the stimulation all the time after implant. At the time of this report the patient was at 2.1 on program 1 and did not feel the stimulation. The patient had never had the stimulation as high as 2.1. The patient had a doctor appointment scheduled for (B)(6) 2013 and the doctor may take an ¿e-ray¿ or other test if they think something was dislodged. It was also reported that the patient noted a loss of therapeutic effect. The patient was traveling and wanted to see a doctor in her area. Patient services looked up hcps (healthcare providers) but she didn't want to drive 14 miles to the nearest doctor and noted "its quite a long way". Regarding if the patient could be assisted in using her controller, it was noted: "I went to the doctor before I left and he changed the program, and I increased the strength but its not working". This was in november 2013. Regarding if the patient had tried switching programs, the patient noted that he did that for her and she doesn't know what each program does. It was later reported that the patient was experiencing a loss of therapeutic effect. It was noted that interstim was not behaving the way it should. The patient currently had stim. Off, she turned it off for a colonoscopy last week and hadn't turned it back on because it wasn't doing any good. The patient had lots of "incidents" since last month to 6 weeks ago. It did work for a while and she increased "strength". The patient saw a gastroenterologist and she was being tested for colitis. Interestingly, since turning the implant off she hadn't had incidents. The patient was away from her home for 2-3 months. There was no known accident or incident related to this complaint. Redirected caller to patient's hcp. Patient programmer battery status was half. Additional information received noted that regarding the cause of the event ins was checked. There were no abnormal impedance measurements. There was no surgical intervention. Signs and symptoms was noted as non therapeutic. Patient outcome was noted as serious life threatening injury/illness - recovered without sequelae. It was noted that the device not work well for her symptoms.